Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the small grasping retractor had a broken cable. A backup same instrument was used to complete the procedure with no patient harm. Per subsequent follow-up received on 31-aug-2021, from the initial reporter (hospital personnel), stated that she could not answer if the instrument was inspected prior to use and there was no report of fragment falling inside the patient¿s anatomy that she was aware of. There were no photographic images of the device or a video recording of the procedure as the customer does not record. The instrument was saved to be sent back to intuitive surgical, inc. (Isi) for analysis. The patient-related information was not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed and replicated the reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause of the broken pitch cable was found to be a component failure and related to device design. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the small grasping retractor (part # 470318-10 / lot # n10201123 / sequence # 0104) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2021 on system serial # (B)(4) with 4 uses remaining. No image or video clip for the reported event was submitted for review. Based on the additional information obtained from failure analysis investigations, this complaint is being classified as a reportable malfunction due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/ or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.